Event description:
Info received indicates the bed exit system will arm but will not alarm.

Manufacturer narrative:
The tech isolated the issue to the bed exit tape switches. He replaced the tape switches to repair the bed.